Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited right ventricular (rv) lead was suspected of microperforation due to loss of capture (loc) and a 300 ohm decrease in rv pace impedance measurements since august 2022. It was noted that sensing and impedance measurements were stable. Computerized tomography (CT) scan and x-rays were planned. Additionally, it was mentioned that the patient recently had a magnetic resonance imaging (MRI), and it was likely there were capture concerns at that time as well. Technical services (ts) reviewed troubleshooting options. This rv remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted due to a change in the h6 evaluation conclusion codes field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) was suspected of microperforation due to loss of capture (loc) and a 300 ohm decrease in rv pace impedance measurements since august 2022. It was noted that sensing and impedance measurements were stable. Computerized tomography (CT) scan and x-rays were planned. Additionally, it was mentioned that the patient recently had a magnetic resonance imaging (MRI), and it was likely there were capture concerns at that time as well. Technical services (ts) reviewed troubleshooting options. This rv remains in service. No additional adverse patient effects were reported.